Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty safety relay on the high voltage module. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.